Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the over retracted helix becomes inoperable when lug is stuck behind or on retraction stop. The helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the lead integrity alert (lia) was found to have triggered overnight, and the right ventricular (rv) lead exhibited oversensing. The lead was found to have dislodged. The physician attempted to reposition the lead, but the helix would not extend or retract, and the lead exhibited high/undefined impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.